Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having difficulty with recharging; unable to recharge. Rep reported a pocket ins is tilting, flipping and loose pocket. Patient does flip her ins to try get better coupling, this started (B)(6) 2018. Unable to connect for approximately the past 3 weeks. Additional information was received indicating that the patient is very overweight- mentions that "she fools with it". The ins did flip, they did a fluoro-imaging to confirm. The hcp manipulated it, the ins is dead and has not been used for 3 weeks. Had patient lay on stomach and saw ins was empty and cannot provide stim. Hcp reviewed need for revision with the patient and to implanting physician. Additional information was received further supporting that the ins was flipped per physician. Ins pocket revision will most likely occur. The ins appears to be getting tilted in pocket. After hcp flipped the ins they were able to read ins which was currently discharged. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
H6: upon further review, previously reported device code c62862 does not apply to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the doctor was doing a pocket revision because the battery was too deep. Patient was getting good coverage. Rep stated that the ins was discharged and information regarding al feature was obtained. Later, rep reported that the device was in overdischarge due to weight gain which caused battery depth to increase. Patient gained weight, battery became too deep to charge. Md wanted to put in a new battery to ensure system would work and leads connected. Battery was replaced and moved to flank. The issue was resolved at the time of the report. Patient was happy post-surgery and was able to charge well on excellent and had a good coverage. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated.